Event description:
During a left salpingo oophorectomy the doctor was using the 45mm endo stapler. Physician was able to clamp the stapler down but was not able to fire the stapler. Stapler fired 1/3 of the staples and didn't cut all the tissue. Second stapler was tried with the same results.